Manufacturer narrative:
Please note that the following device code also applies to this complaint: (B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, while attempting to advance the neuron max over the dilator, the physician experienced resistance and was unable to advance the neuron max into the femoral artery. The physician then tried to use a stiffer wire but the neuron max would not advance. It was reported that the tip of the neuron max was soft and would get caught up. Therefore, the neuron max was removed and the procedure was completed using another catheter. There was no report of an adverse effect to the patient.